Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer's blood glucose was unknown. Customer reported that pump won't stop alarming. Customer states pump fell in the tub for a moment and was fine then alarmed. The pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. The device failed leak test, device had a leak at a crack on the back of the case. Unable to perform functional test including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. The device was received with cracked case on the back at the battery tube area, faded serial number label, minor scratched display window, case and keypad overlay.